Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had a scs system which included two leads from the same lot. It was reported the patient underwent a surgical procedure on (B)(6) 2014 to remove her scs system. The patient requested the system to be removed because she was no longer receiving effective stimulation. The patient had been receiving effective stimulation but over time the system was no longer providing effective stimulation.